Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, error code e117 was not reproduced. Inspection and testing found the scope leaked due to holes in the bending section cover caused by handling, angulation was insufficient due to elongation of the angle wire, liquid leakage was found at the light guide bundle, control section, and scope connector due to handling, there were scratches on multiple parts of the device, error code e315 (non-compatible endoscope) occurred, and there was leakage at the scope connector cover and universal cord. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the error code occurring or the customer using the scope without noting the leak. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error codes occurred due to an abnormality in the electric circuit inside the image sensor unit built in the distal end of the scope, the electric components (board) mounted on it, or the electric board inside the scope connector unit due to the effect of water immersion inside the scope. The water leakage of the bending section cover of the scope and inside of the scope connector likely occurred due to mechanical load (stress) or a slight misalignment of the assembly position and water immersion inside the scope connector unit most likely from the venting connector of the scope connector unit. The venting connector has an in function (by connecting the detection port, the closed path opens, but the check valve does not open) that takes in air during a scope leak test and an out function (the check valve is pushed by the internal pressure of the scope and opens, but when it reaches a constant pressure, it returns with a spring) that discharges air when the pressure inside the scope becomes high. Related to the in function, possible causes are as follows: while water droplets were still attached to the venting connector, a detection connector was attached and a leak test was conducted. Checked for leaks with water droplets in the detection connector or tube. The detection connector was removed underwater. Submerged with the venting cap attached. Foreign material was caught in the packing and it could not be closed. Related to the out function, possible causes are as follows: especially when a force that tilts the check valve is applied, there could be a gap between the check valve and the venting connector. While water droplets are still attached to the venting connector, a force that tilts the check valve is applied, creating a gap and moisture invading the inside of the scope. Under water or running water, a force that causes the check valve to tilt is applied, creating a gap and allowing moisture to enter the scope. Foreign material was caught in the packing and it could not be closed. Another likely cause is that when the scope was submerged or under running water, a load was applied to release the check valve of the leak detection connector with something like a brush. However, a definitive root cause of the error codes could not be identified. Based on the results of the legal manufacturer's investigation, it is likely the scope was used without noticing the leak due to improper reprocessing or handling. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when connecting the subject device to the video system center, error code e117 (scope error) occurred. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the device leaked due to holes in the bending section cover. The customer was contacted and it was determined that the device was used without the customer noticing the leak. There was no harm or user injury reported due to the event.